Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil in the uterus/ the coil in the uterus/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. E13068) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, panic disorder, knee operation, tonsillectomy and augmentation mammoplasty. Concurrent conditions included painful intercourse, pelvic pain, anxiety, basal cell carcinoma, depression, menorrhagia, endometriosis, adenomyosis and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower outcome was unknown and the dyspareunia, fatigue, pelvic pain and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil in the uterus/ the coil in the uterus/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s),migration') in an adult female patient who had essure (batch no. E13068) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, panic disorder, knee operation, tonsillectomy and augmentation mammoplasty. Concurrent conditions included painful intercourse, pelvic pain, anxiety, basal cell carcinoma, depression, menorrhagia, endometriosis, adenomyosis and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, fatigue, pelvic pain, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the uterine cavity was 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : following events were added : abdominal pain. Outcome of dysmenorrhea(cramping) was changed from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil in the uterus/ the coil in the uterus/ migration of essure device location of device: uterus/ failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. E13068) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, panic disorder, knee operation, tonsillectomy and augmentation mammoplasty. Concurrent conditions included painful intercourse, pelvic pain, anxiety, basal cell carcinoma, depression, menorrhagia, endometriosis, adenomyosis and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower outcome was unknown and the dyspareunia, fatigue, pelvic pain and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the uterine cavity was 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical records were received. Event injury was updated to "essure coil in the uterus/ the coil in the uterus". Medical history, concurrent condition and laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.